Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause could not be identified. However, it is probable that the event was caused by the failure of the image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint of green image was confirmed. Upon inspection of the device, it was observed that the device yielded green image. This is attributed to damage of charge couple device (ccd) unit. The issue of image disappearing with movement of the video connector was not reproduced. Other observations for the device are scratches to the distal end rubber coating (a-rubber), and a-rubber adhesive being chipped. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device yielded a green image. At times the image disappeared when the video connector was shaken. There is no reported harm to any patient or health care person.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Event date is unknown. Information on the devices used in conjunction with the device at the time of the event is not available.

Event description:
Addendum dec 5, 2022: when event occurred is not known, but there was no patient involvement. It is not known if the device was inspected prior to issue being noted.